Manufacturer narrative:
Device code, of the initial medwatch report indicates: 3010. Device code, of the initial medwatch report should indicate: 4019.

Event description:
The customer contacted physio-control to report that their device went blank and had to be turned off to reset it. It was reported that the issue occurs more often when the monitor is tilted back. In this state the device would not be able to deliver defibrillation therapy if needed. The issue is patient related, however there was no adverse patient outcome was reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio evaluated the device download data and verified that the device shutoff unexpectedly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device went blank and had to be turned off to reset it. It was reported that the issue occurs more often when the monitor is tilted back. In this state the device would not be able to deliver defibrillation therapy if needed. The issue is patient related, however there was no adverse patient outcome was reported.